Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Patient identifier: sids (B)(6). A review of the architect i1sr56110 instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. There have been no additional discrepant results reported on the architect i1000sr, serial number i1sr56110, since this complaint was registered. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4).

Event description:
The customer reported a falsely elevated architect stat troponin-I result on one patient. Results provided: (B)(6) 2020 sid (B)(6) = 0.99 / < 0.01 ng/ml; new sample (B)(6) 2020 sid (B)(6) = < 0.01 ng/ml. Per the architect stat troponin-I package insert: the diagnostic cutoff is 0.30 ng/ml. No impact to patient management was reported.